Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly resulting in a pump shutdown. The customer's blood glucose elevated to over 500 mg/dl which was addressed with a manual injection. Reportedly, the customer charged and reset the pump to resume insulin delivery.